Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had over infusion of heparin was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient received a full heparin bag in six (6) hours. The customer states "there was a malfunction in the pump that made the infusion run faster than it should have". There was no information on patient outcome. Upon customer follow up it was reported by the customer "a ticket was submitted based on another site's issue. The customer is unsure of the site within the health system. Customer state "we have not experienced this issue. This is a functionality question". No further information will be provided by the customer

Event description:
It was reported that the patient received a full heparin bag in six (6) hours. The customer states "there was a malfunction in the pump that made the infusion run faster than it should have". There was no information on patient outcome. Upon customer follow up it was reported by the customer "a ticket was submitted based on another site's issue. The customer is unsure of the site within the health system. Customer state "we have not experienced this issue. This is a functionality question". No further information will be provided by the customer.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.